Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1280 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reas1280) have been reported from two countries.

Event description:
It was reported that a PICC had been in 305 days, patient was receiving chemo, taxol, and dressing was wet. Line was removed and small fracture was noted. Patient experienced extravasation and was treated topically.